Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's son called to report that the customer was found unconscious and bleeding. Customer was hospitalized with a high blood glucose reading of 1,000 mg/dl. The caller stated that the customer was found with the medtronic book near him and the page had the medtronic phone number. The caller wanted to know why the insulin pump did not work. The call was dropped and the caller was unable to be reached. No further details were provided.